Event description:
During cauterization of the tonsil bed the scrub nurse noted discoloration of the right corner of the pt's lips. The surgeon immediately stopped cauterization and it was felt that the corner of the lip had been burned through the insulated portion of the cautery tip. Burn was approx 1/4-1/2" in diameter.